Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was getting no reservoir message on their insulin pump. Customer was receiving message even after rewinding insulin pump. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No unexpected no reservoir alarm noted when priming the insulin pump. After the unit seated, the unit was able to access the main menu. The no reservoir alarm functions properly during the displacement test. Device was also able to complete the rewind test. No unexpected no reservoir alarm noted during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).